Manufacturer narrative:
A batch record review showed no non-conformances or anomalies that may have caused or contributed to this event. Wound dehisence and additional surgery are known complications following plastic and reconstructive procedures and are included in the instructions for use as potential complications. It cannot be determined whether the device caused or contributed to this event.

Event description:
A patient underwent bilateral prepectoral breast reconstruction with ovitex prs and tissue expanders. It was reported that the patient progressed normally for a couple of weeks and drains were pulled. Discoloration appeared around incisions and incisions opened with fluid discharge. One wound was reported to have dehisced and all devices were removed on both sides. This is one of two reports for the same patient for this issue.